Event description:
It was reported that the patient experienced left ventricular dyssynchrony and clinical symptom worsening. The left ventricular (lv) lead was dislodged and pacing the right ventricle (rv). The lead was repositioned and is still in use. The patient is enrolled in the (B)(4) study and the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicates infection was reported. The device and leads were removed and a temporary pacing wire was inserted. No further patient complications have been reported as a result of this event.